Event description:
It was reported that during an open heart surgery case, the staff tried to insert the intra-aortic balloon (iab), but was unable to advance the iab through the sheath. As a result, a second iab was opened. Reference MDR #1219856-2009-00266 for the second report involving the same pt.

Manufacturer narrative:
(B)(4) f/u report will be filed if add'l info becomes available.